Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Functional testing involved accuracy testing and showed the device to be delivering within specification. Based on the investigation, the complaint allegation was not confirmed.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd legacy pump failed accuracy by -8.30%. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.